Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 73-year-old male in st elevated myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. During support, the automated impella controller (aic) had a "controller error" alarm. The aic was exchanged without difficulty. There was no patient harm.

Manufacturer narrative:
The investigation for the reported console (aic) yellow alarm has been completed. Data logs confirmed the reported failure mode given there was a controller error alarm (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. The console was returned for evaluation. During functional evaluation, an optical bench fw communication protocol anomaly occurred, resulting in misalignment of data communication packets received by epc the controller error and loss of placement signal. The aic sw operated as designed. Added- h6 impact code 4629 d2-corrected common device name. D4-corrected model number. F6/f8 should have been left blank in the initial report.